Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the evening of (B)(6) 2023, the patient felt dizzy and passed out. The patient's wife called 911 and when the paramedics arrived, they checked the patient's bg and it was 30 mg/dl while the cgm was displaying 130 mg/dl. The patient was treated with glucose through IV and after a few minutes, the patient recovered. At the time of the report the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.